Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient implanted with plate and screw construct on (B)(6) 2013. One screw broke postoperatively and the distal part of the plate is displaced. It was noted that the plate should be replaced with a longer plate. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number and a catalog number was not provided.